Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of hysterectomy ("total vaginal hysterectomy with bilateral salpingectomy"), salpingectomy ("total vaginal hysterectomy with bilateral salpingectomy"), abortion spontaneous ("heavy bleeding, emergency department confirmed miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure did not work as promised". On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2015, 1015 days after starting essure, the patient experienced procedural pain ("painful recovery"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. On an unknown date, the patient experienced hysterectomy (seriousness criteria medically significant and clinically significant/intervention required), salpingectomy (seriousness criteria medically significant and clinically significant/intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant) with suprapubic pain and pollakiuria. Essure was withdrawn. At the time of the report, the hysterectomy, salpingectomy, abortion spontaneous, pregnancy with contraceptive device and procedural pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered hysterectomy, salpingectomy, abortion spontaneous, pregnancy with contraceptive device and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was confirmed the essure placement. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pregnancy with essure. She experienced heavy bleeding (emergency department confirmed miscarriage). On unknown date, she underwent a total vaginal hysterectomy with bilateral salpingectomy. All events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. In this case, essure placement was confirmed. As pregnancy occurred almost two years after essure insertion, a device ineffective was considered and pregnancy was regarded as related to essure. The gestational age at spontaneous abortion occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, the event was considered unrelated to essure. If surgical removal of micro-insert(s) is required, salpingectomy or hysterectomy may be required. The exact reason for hysterectomy with bilateral salpingectomy was not reported. Considering that both procedures were performed together and that essure placement is at utero-tubal junction, causality with essure cannot be excluded. This case was regarded as incident, as surgical interventions were required. Additionally, non-serious events were reported. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), abortion spontaneous ("pregnancy (with complications)/heavy bleeding, emergency department confirmed miscarriage/pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with essure/emergency department confirmed miscarriage/pregnancy (stillbirth or miscarriage)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 43-year-old female patient who had essure (batch no. A64626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure did not work as promised". The patient's past medical history included migraine, multigravida and parity 2. Previously administered products included for birth control: oral con. Past adverse reactions to the above products included adverse drug reaction with oral con. Concurrent conditions included scoliosis. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for back pain, intrauterine contraceptive device (iud nos) from 1998 to 2013 for birth control and amlodipine since 2010 for hypertension. On(B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("pain: abdominal"). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced procedural pain ("painful recovery"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, suprapubic pain and pollakiuria. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy), surgery and surgery (she underwent dilatation and curettage). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, procedural pain, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as in the initial earlier legal source document it was mentioned that on or about (B)(6) 2015, plaintiff underwent a total vaginal hysterectomy with bilateral salpingectomy and then on or about (B)(6) 2016, plaintiff was evaluated by the emergency department of a hospital with complaints of heavy bleeding. The emergency department confirmed plaintiff had a miscarriage. Then in the current pfs its mentioned that she had not underwent removal of essure (or any part of the device). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion current weight 184 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. This case concerns 43 year old patient. Her historical condition, historical medication and concurrent condition were added. Lab data was updated. Essure lot number was added. Her concomitant medications were added. Essure indication was amended. Event: total vaginal hysterectomy with bilateral salpingectomy was updated to pain: pelvic. Events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), vaginal discharge and pain: abdominal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), device dislocation ("tubal ligation coils project over the right hemi pelvis"), abortion spontaneous ("pregnancy (with complications)/heavy bleeding, emergency department confirmed miscarriage/pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with essure/emergency department confirmed miscarriage/pregnancy (stillbirth or miscarriage)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 43-year-old female patient (gravida 3, para 1) who had essure (batch no. A64626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure did not work as promised". The patient's past medical history included migraine, multigravida, parity 2 and oophorectomy. Previously administered products included for birth control: oral con. Past adverse reactions to the above products included adverse drug reaction with oral con. Concurrent conditions included scoliosis, hypertension, offensive vaginal discharge, back pain, complex partial seizures, hyperaldosteronism, tinnitus, abdominal pain, breast mass (prominent fat pad versus lipoma in the right axilla), chronic lumbago, increased urinary frequency and bartholin's cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for back pain, intrauterine contraceptive device (iud nos) from 1998 to 2013 for birth control, amlodipine since 2010 for hypertension as well as intrauterine contraceptive device (paragard) since 2001. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("pain: abdominal"). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced procedural pain ("painful recovery"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, suprapubic pain and pollakiuria. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy) and surgery (she underwent dilatation and curettage). At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, procedural pain, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as in the initial earlier legal source document it was mentioned that on or about december 16, 2015, plaintiff underwent a total vaginal hysterectomy with bilateral salpingectomy and then on or about january 31, 2016, plaintiff was evaluated by the emergency department of a hospital with complaints of heavy bleeding. The emergency department confirmed plaintiff had a miscarriage.then in the current pfs its mentioned that she had not underwent removal of essure (or any part of the device). Patient would strongly recommend iud or essure procedure for birth control. The left tubal ostia was then visualized. The essure device was inserted and deployed. There was 2 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-may-2013: total bilateral occlusion current weight 184 lbs. Essure occlusion devices are seen in bilateral fallopian tubes without evidence of tubal patency upon in utero contrast administration concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, migraine, most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received, events per mr: essure tubal ligation coils project over the right hemi pelvis. Patient's medical history was added, concomitant medication was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), device dislocation ("tubal ligation coils project over the right hemi pelvis"), abortion spontaneous ("pregnancy (with complications)/heavy bleeding, emergency department confirmed miscarriage/pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with essure/emergency department confirmed miscarriage/pregnancy (stillbirth or miscarriage)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 43-year-old female patient (gravida 3, para 1) who had essure (batch no. A64626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure did not work as promised". The patient's past medical history included migraine, multigravida, parity 2 and oophorectomy. Previously administered products included for birth control: oral con. Past adverse reactions to the above products included adverse drug reaction with oral con. Concurrent conditions included scoliosis, hypertension, offensive vaginal discharge, back pain, complex partial seizures, hyperaldosteronism, tinnitus, abdominal pain, breast mass (prominent fat pad versus lipoma in the right axilla), chronic lumbago, increased urinary frequency and bartholin's cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for back pain, intrauterine contraceptive device (iud nos) from 1998 to 2013 for birth control, amlodipine since 2010 for hypertension as well as intrauterine contraceptive device (paragard) since 2001. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("pain: abdominal"). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced procedural pain ("painful recovery"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, suprapubic pain and pollakiuria. Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy), surgery (underwent total vaginal hysterectomy with bilateral salpingectomy), surgery and surgery (she underwent dilatation and curettage). At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, procedural pain, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as in the initial earlier legal source document it was mentioned that on or about (B)(6) 2015, plaintiff underwent a total vaginal hysterectomy with bilateral salpingectomy and then on or about (B)(6) 2016, plaintiff was evaluated by the emergency department of a hospital with complaints of heavy bleeding. The emergency department confirmed plaintiff had a miscarriage. Then in the current pfs its mentioned that she had not underwent removal of essure (or any part of the device). Patient would strongly recommend iud or essure procedure for birth control. The left tubal ostia was then visualized. The essure device was inserted and deployed. There was 2 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Current weight 184 lbs. Essure occlusion devices are seen in bilateral fallopian tubes without evidence of tubal patency upon in utero contrast administration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), device dislocation ("tubal ligation coils project over the right hemi pelvis"), abortion spontaneous ("pregnancy (with complications)/heavy bleeding, emergency department confirmed miscarriage/pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with essure/emergency department confirmed miscarriage/pregnancy (stillbirth or miscarriage)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 43-year-old female patient (gravida 4, para 2) who had essure (batch no. A64626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure did not work as promised". The patient's past medical history included migraine, multigravida, parity 2 and oophorectomy. Previously administered products included for birth control: oral con. Past adverse reactions to the above products included adverse drug reaction with oral con. Concurrent conditions included scoliosis, hypertension, offensive vaginal discharge, back pain, complex partial seizures, hyperaldosteronism, tinnitus, abdominal pain, breast mass (prominent fat pad versus lipoma in the right axilla), chronic lumbago, increased urinary frequency and bartholin's cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for back pain, intrauterine contraceptive device (iud nos) from 1998 to 2013 for birth control, amlodipine since 2010 for hypertension as well as intrauterine contraceptive device (paragard) since 2001. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria hospitalization and medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain: abdominal") and incontinence ("bladder or urinary problems or changes incontinence"). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced procedural pain ("painful recovery"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, suprapubic pain and pollakiuria. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy), surgery (underwent total vaginal hysterectomy with bilateral salpingectomy), surgery and surgery (she underwent dilatation and curettage). At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, procedural pain, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, abdominal pain and incontinence outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, dysmenorrhoea, headache, incontinence, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as in the initial earlier legal source document it was mentioned that on or about (B)(6) 2015, plaintiff underwent a total vaginal hysterectomy with bilateral salpingectomy and then on or about (B)(6) 2016, plaintiff was evaluated by the emergency department of a hospital with complaints of heavy bleeding. The emergency department confirmed plaintiff had a miscarriage. Then in the current pfs its mentioned that she had not underwent removal of essure (or any part of the device). Patient would strongly recommend iud or essure procedure for birth control. The left tubal ostia was then visualized. The essure device was inserted and deployed. There was 2 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion current weight 184 lbs. Essure occlusion devices are seen in bilateral fallopian tubes without evidence of tubal patency upon in utero contrast administration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, migraine, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs received. Added event bladder or urinary problems or changes incontinence. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pregnancy with essure. She experienced heavy bleeding (emergency department confirmed miscarriage). On unknown date, she underwent a total vaginal hysterectomy with bilateral salpingectomy. All events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. In this case, essure placement was confirmed. As pregnancy occurred almost two years after essure insertion, a device ineffective was considered and pregnancy was regarded as related to essure. The gestational age at spontaneous abortion occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, the event was considered unrelated to essure. If surgical removal of micro-insert(s) is required, salpingectomy or hysterectomy may be required. The exact reason for hysterectomy with bilateral salpingectomy was not reported. Considering that both procedures were performed together and that essure placement is at utero-tubal junction, causality with essure cannot be excluded. This case was regarded as incident, as surgical interventions were required. Additionally, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.